Manufacturer narrative:
Additional event information obtained: during the procedure, the 14fr dryseal sheath (dsl1428j/16302794) was advanced from the right subclavian artery, and its proximal end was located in the aortic arch. Based on the additional information, the vessel dissection will be attributed to the dryseal sheath, which traversed the region of injury. The excluder® contralateral leg component has been removed from section d of the medwatch, and a new device history review for the dryseal sheath has been performed. (B)(4) a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Manufacturer narrative:
Please note: correct manufacturer ID number is (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, the patient underwent surgical replacement of the ascending aorta. On (B)(6) 2017, the patient underwent endovascular repair of an aortic arch aneurysm using conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, the physician prepared for the axillo-axillary and left common carotid-left axillary artery bypasses to maintain blood flow to the branch vessels of the aortic arch. As part of the endovascular procedure, a gore® excluder® aaa endoprosthesis contralateral leg component (pxc141400j/15470463) was to be implanted as a chimney stent in the brachiocephalic artery. A 14-fr gore® dryseal sheath with hydrophilic coating was inserted in the right subclavian artery, and the delivery catheter for contralateral leg component was advanced into the brachiocephalic artery. While advancing the delivery catheter, the physician reportedly felt strong resistance. According to the report, the patient¿s blood pressure and brain oxygen saturation suddenly decreased, and her s-t segment was depressed. The physician decided to abort the endovascular procedure and removed the delivery catheter and the sheath. The patient was transferred to a recovery room and a computed tomographic angiograph was run. The examination reportedly revealed a small vessel dissection from the brachiocephalic to the right common carotid artery. The patient¿s blood pressure was brought back under control, and the physician will continue to monitor the patient.